Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an unspecified infusion infused slower than expected and fluid remained after the infusion had completed. There is no report of patient harm.

Event description:
The medication involved was: 100ml ketamine (1mg/1ml) infusion which was programed to infused over 4 hours.